Manufacturer narrative:
Results: the penumbra coil 400 coil (pc400 coil) had the pet lock intact on the proximal end of the pusher assembly; the pusher assembly was kinked in multiple locations; the embolization coil was intact with the pusher assembly and compressed on the proximal end. Conclusions: evaluation of the first pc400 coil revealed that it had no visible damage and was functional. The pc400 was introduced through the hub of a demonstration px slim and advanced distally out the distal tip without an issue. This information does not reasonably suggest that there was a device malfunction with the first pc400 coil. Further evaluation revealed that the embolization coil of the second returned pc400 coil was compressed on the proximal end. This type of damage typically occurs due to improper handling during use. If the device is forcefully advanced against resistance, damage such as this may occur. Further evaluation revealed that the pusher assembly was kinked in multiple locations. This damage was likely incidental and may have occurred during packaging of the device for return. The initial resistance experienced by the physician when advancing the pc400 coils through the px slim could not be determined. The px slim mentioned in the complaint was not returned for evaluation. All penumbra coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the right and left internal iliac artery (iia) using penumbra coil 400 coils (pc400 coils). During the procedure, the physician advanced a px slim delivery microcatheter (px slim) into the right internal iliac artery and then attempted to advance a pc400 coil. However, while advancing the pc400 coil through the px slim, the physician experienced resistance and the pc400 coil was unable to advance further. Therefore, the pc400 coil was retracted from the px slim and a new pc400 coil was deployed and detached to embolize the right iia. The physician then attempted to embolize the left iia using a new pc400 coil. However, while advancing the pc400 coil through the px slim, the physician encountered resistance again and therefore, retracted the coil. The procedure was completed using a new pc400 coil and the same px slim. There was no report of an adverse effect to the patient.